Event description:
Post-paced t-wave oversensing (pptwos) was recorded on the device. Technical support was contacted and recommended reprogramming to resolve the event, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.